Manufacturer narrative:
The device was reportedly discarded. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report complete clip detachment and difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted and was successfully deployed; however, while attempting to remove the gripper line (gl), resistance was noted. Therefore, the physician decided to remove the clip delivery system (cds). The gripper line remained attached to the clip. After the cds was removed, the gripper line was attempted to be removed, but the clip completely detached from both leaflets. Using the gripper line, the clip was retracted down to the femoral vein. A snare was then used to secure the clip and was pulled through the vein while attached to a sheath. No additional clips were implanted, and mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported events. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance (gripper line ¿ difficulty) could not be determined in this complaint. The reported complete clip detachment appears to be due to user technique/procedural conditions. There is no indication of product quality issue with respect to manufacture, design or labeling.